Manufacturer narrative:
Interrogation of the pump determined it was used to infuse baclofen [500.0 mcg/ml] at 124.86 mcg/day and bupivacaine [20.0 mg/ml] at 4.994 mg/day. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (concentration and dose unknown) via an implanted pump. The indication for pump use was not reported. On (B)(6) 2018 it was reported that interrogation of the pump showed a motor stall. The pump was replaced. No patient symptoms were reported. With regards to environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The issue was resolved. The patient¿s status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable pump serial # (B)(4) motor identified residue in the motor gear train that contributed to the motor stall. Eval code-result (B)(6) no longer applies. Eval code-conclusion (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The pump contained bupivacaine and baclofen at unknown concentration and doses. It was reported that on (B)(6) 2017, the patient's pump had "failed completely." She needed to do pre-surgical testing, and it took them until (B)(6) 2018 to replace the pump. The patient stated "I lost all of my pt and the progress I made in the previous year." It was reported that the patient could not walk. When the pump was replaced, they could not reinstate the level of medication that was in the pump right away because it was too much for her body to handle. It was stated it would be months until "I can get back to the level where I can function like a normal human being." Patient reported vomiting from pain. The patient reported it was a defective gear in the pump that caused it to fail almost 4 years before it should have ever failed. It was also reported that oral baclofen did not work the same way. The patient's "whole body was in knots" within 2 weeks of the pump failing. There were no further complications reported at this time. Additional review determined that the previously reported information pertaining to manufacturer's report # 3004209178-2017-25550 was previously reported. Additional information regarding that event will be reported under this manufacturing number 3004209178-2018-00428.